Event description:
Additional information was received. The patient cancelled her appointment as she was happy with the modifications made over the phone and did not feel the need to attend in person. The patient has had this happen before, where the stimulation was brought down to 0ma. The adjustment was set again by the patient who had documented the stimulation set by the rep at the clinic (it was the previous rep). The current rep believed the adaptivestim was turned on but not set up properly at a clinic a while ago, but they had not checked this at the most recent clinic as they hadn't learned how to turn on or off adaptivestim or check if it was on, therefore had not been on their radar.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history review cannot be performed because the upn was not provided. A labeling review was performed, the instructions for use stated that "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar vue hydrogel into the space between the prostate and rectal wall". A risk review was completed and confirmed that the event of "gel misplaced - non-vascular" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the reported event was assigned to unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/18/2025. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an appointment on (B)(6) 2026 with her doctor and manufacturer representative (rep). The patient now tried to change the setting on her device but when she switched to groups b and c, she can see that the amplitude on all programs is at 0.0. She was trying to get the amplitude up on these programs but she didn't remember which values were previously used. No message of errors appeared. Initially referred the patient to the hospital for assistance, but she mentioned it was not easy to reach them and that she lives far from the hospital.